Manufacturer narrative:
The complaint for this report has been determined to be a duplicate of complaint (B)(4) as both the nca and the local qa/ra team reported the same event in different dates.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported a breakage of the edge of the screw during the implantation. It was impossible to remove the broken edge of the screw from the patient. Implantation of another screw.